Event description:
It was reported that (1) tlc75 and (1) tcr75 device were used during a colon resection procedure. It was reported by the rep that when the tech removed the staple retaining tab prior to the firing of the tlc75, part of the retaining tab broke off and remained in the channel that the cutting blade travels when the device is fired. The result was a jammed firing of the tlc75. The surgeon asked for another tlc75 and they were able to conclude the case and there was no consequence to the pt.